Manufacturer narrative:
As no further information concerning this report is expected and in absence of a returned product, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, noise and low sensing were exhibited with this right ventricular (rv) lead. Several stored episodes were reviewed; episodes exhibited a noise pattern indicative of a lead fracture morphology. During in office testing, noise was present with little to no activity and markedly increased with provocative movements. Currently the impedance and thresholds appeared stable; however, the physician deactivated rv therapy, hospitalized the patient for product replacement. A subsequent procedure took place and a new rv lead was implanted, as well as, a device upgrade. The explanted lead is not intended to be returned for laboratory analysis and no resulting adverse effects were reported during the system revision. No field communication was received post revision, regarding visual product integrity of the explanted rv lead.